Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a heel warmer. The customer reports the product explodes. The contents splattered on the nurse and the patient. The nurse and patient were rinsed off. The nurse was seen by employee health. There was no additional treatment for either the nurse or the patient.